Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ insufficient information: no observations are performed for the complaint as the event is insufficient information. Additional observations: ¿ wear abrasion observed. ¿ brown particles on the surface of the shell. ¿ crease fold observed. ¿ observed crease sharp opening on radius side assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
Sales representative reported "please ship an explant box". This record represents the right side. Sales rep later reported a right side rupture. Device has been explanted.

Event description:
Sales representative reported "please ship an explant box". This record represents the right side. Sales rep later reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as fold flaw opening. Additional, changed, and/or corrected data.